Event description:
It was reported that the probe's shaft got cut and a 1.5 cm piece of the plastic cover was released into the joint during a hip arthroscopy. The broken piece was removed with a grasper. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the bottom right electrode has been detached with jagged edges present and damage to the screen. The black shrink tube has been torn with a significant amount of scratch marks on the exposed shaft and cap. The cable and suction line has been severed prior to being received for evaluation; therefore, a functional test could not be conducted. There were no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Factors that could have led to damage to the shaft includes: improper insertion or removal from an apparatus, force applied to the shaft, or the shaft coming into contact with a sharp object. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device.